Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent buckled. According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the patient had a normal pancreatic stricture ¿quite stiff.¿ during the procedure, the stent buckled making it difficult to deploy. The procedure was completed with this device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.